Manufacturer narrative:
G4:30nov2020, b4:06dec2020 . Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
It was reported that the ventilator had a proximal pressure failure when powering on the unit. There was no patient involvement. The customer troubleshot with technical support and found that the ventilator diagnostic logs indicated proximal pressure sensor auto zero failed. The customer was advised to check the solenoids valve.